Event description:
Product surveillance spoke with a home patient (hp) on (B)(6) 2012 regarding an unrelated alarm. The hp stated that he had a cloudy bag on (B)(6) 2012 and discovered that he had peritonitis. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse (pdrn) regarding the event of peritonitis. The nurse reported the cause of peritonitis was touch contamination. It was reported by the nurse that the patient failed to wash hands after using the bathroom and prior to beginning peritoneal dialysis therapy. The event of peritonitis has been an ongoing issue since the patient was diagnosed and hospitalized on (B)(6) 2012. The patient was treated with gentamycin 96 mg ip, catheter has been removed and placed on back up hemodialysis. The plan is to replace the peritoneal catheter in a few weeks. The nurse reported the patient has been retrained and is considered to be in the recovering stage of his peritonitis.

Manufacturer narrative:
(B)(4). This peritonitis event was previously reported under manufacturer report number: 1423500-2012-03803.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no product allegation. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error breach in aseptic technique which resulted in peritonitis was undetermined.